Manufacturer narrative:
The physical evaluation concluded irregularities of the prosthetic connection level is consistent with the component being modified (e.g. Polisheed, ground, sand blasted, or material flow) at the laboratory. The prosthetic connection is not to be modified and is required to be protected during laboratory post processes such as polishing. Implant analogs are recommended to be used for laboratory post processing of prosthetics. Failure to do so can lead to improper/incomplete seating and can subject the hext interface and/or abutment screw directly to occlusal forces.

Event description:
Broken custom cast abutment.